Manufacturer narrative:
The reason that this device was explanted or "re-implanted" remains unknown. Additional information suggests that this patient may no longer have a boston scientific device. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was "re-implanted." Attempts for further information were unsuccessful. Our records indicate that this device remains in-service. No adverse patient effects were reported.